Event description:
An FDA medwatch report with ref number (B)(4). Was received through FDA's medsun program. It was reported that MRI ventilator being set up in 3t MRI. Magnet of MRI pulled ventilator and attached to mr machine. Unable to get ventilator off. No patient or staff harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment and are included as part of the "mr environment agreement". Further information has been requested but no response has been received. No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment. H3 other text : 4117.